Manufacturer narrative:
The analysis found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap fundoplication procedure, there was a broken blade. Generator shows instrument error. The case was completed with a like product. No pt consequence.